Manufacturer narrative:
B3 date of event is approximate. Month and year of event are confirmed to be correct. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-sep-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 11-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports hcp noted that there was a protruding bulge at the patient¿s lead incision that developed per the patient, about three or four weeks ago. Imaging was ordered and an x-ray noted that the leads had migrated one vertebral level. Patient still has adequate coverage of their original pain, however, the bulging area is painful for the patient. The physician is going to continue to monitor the patient¿s situation. Rep reports the issue has not resolved and is still ongoing. Rep reports they will submit any new information as they become aware.